Manufacturer narrative:
H3 other text : device serviced by third party service technician.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2022-24510. This report was submitted as a duplicate report of the previously submitted report.¿